Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported failure to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced resistance was met with the heavily tortuous anatomy resulting in the reported failure to advance. During removal interaction with the heavily tortuous anatomy and/or manipulation of the device resulted in the reported difficulty to remove, the noted misaligned coils and ultimately resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported during a diagnostic procedure of the left anterior descending (lad) coronary artery, a balance middleweight guide wire was advanced through radial access, but met resistance with the anatomy. During removal of the guide wire, resistance was met due to the heavy tortuosity of the artery and approximately 45 cm of the distal end of guide wire separated. The diagnostic catheter and proximal end of the guide wire removed together as one unit. The separated distal portion remained in the brachial artery. A snare device was advanced from the right groin to retrieve the separate portion successfully. There was no injury to the patient. No additional information was provided.